Manufacturer narrative:
This supplemental is being filed to correct the count of events. Upon evaluation by a stryker field service technician it was found that one of the devices was experiencing cosmetic damage, which is not reportable.

Event description:
This report summarizes 2 malfunction events, where it was reported that the siderail cannot latch. There was no patient involvement.

Event description:
This report summarizes 3 malfunction events, where it was reported that the siderail cannot latch. There was no patient involvement.

Manufacturer narrative:
The device that was pending evaluation was not made available by the customer; the reported issue was not confirmed.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was functionally/visually inspected in the field. The device was repaired and returned to use. 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. 1 device is pending evaluation. There was no remedial action taken. These devices are not labeled for single use.

Event description:
This report summarizes 3 malfunction events, where it was reported that the siderail cannot latch. There was no patient involvement.